Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose of 20mg/dl and high blood glucose level of 433mg/dl. The customer treated low with orange juice and had too much and blood glucose level went up to 433mg/dl. Customer treated high blood glucose with insulin pump. Low blood glucose troubleshooting was performed. The customer stated that the drive support cap appeared normal and that the insulin pump passed displacement test. The customer declined to troubleshoot for high and low blood glucose readings further. The product will not be returned for analysis.